Manufacturer narrative:
This report is associated with (B)(4), corega tablets. Corega tablets is marketed as polident in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Product confusion [wrong drug administered]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received corega (corega tablets) tablet for drug use for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong drug administered. On an unknown date, the outcome of the accidental device ingestion and wrong drug administered were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong drug administered to be related to corega tablets. Additional information. The action taken with corega tablets was unknown. A female consumer reported that she had confused the corega tablets with vitamin tablets and had ingested the solution. Error correction to information initially received on 27-oct-2017: device type updated to denture cleanser.